Event description:
During the atrial fibrillation ensite precision case using se field scaling, a prolonged procedure occurred. The collected geometry changed to a flat, long picture and the ablation catheters optical pull together. Se points were collected around the chamber and the prs was located in a correct position. The system was restarted four times and all cable connections were confirmed, without se field scaling the issue was resolved. The procedure was completed without any patient consequences.

Manufacturer narrative:
One ensite¿ precision¿ link sensor enabled was received for evaluation. Functional testing was performed to ensure communication and accurate positions were actively tracked within the field frame acquisition area. All catheter ports and patient reference sensor ports were tested. No error messages or communication drops were displayed during the evaluation period. Based on the information provided to abbott and the investigation performed, root cause of the field reported event citing a communication fault could not be conclusively determined as the returned precision link functioned as intended throughout investigation with no anomalies identified. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.